Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient missed an urgent low alert due to no audio output on the g6 mobile app. No product was provided for investigation. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation.